Manufacturer narrative:
(B)(4). Date sent: 9/10/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 493c28 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the jaws in the closed position and no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event log was reviewed. An event was found indicating that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 493c28, and no non-conformances were identified. Additional information was requested and the following was obtained: what unloading technique is normally used during a procedure? The scrub nurse put her hand over/around the articulation joint, after pushing the home button and presses down on a pack on the sterile table. Then swishes the gun in an upright position, slides the end of the reload into the cartridge jaw on a 45 degree angle and once at the back, snaps the reload into place. The scrub tried with two different green reloads on the day and couldn t achieve this. Subsequently, both the green reloads were used successfully in an echelon plus gun.

Event description:
It was reported that during an unk procedure, loaded with a gold reload and fired - worked perfectly and the staple line looked good. The scrub nurse and then the surgeon tried unsuccessfully to load another reload. This time green and they were unable to load the reload fully back into the cartridge channel. They tried two different reloads. The subsequently used both these reloads in a echelon plus without incident. No patient consequences were reported.